Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 415 mg/dl. Customer also reported that the cap that closes in the battery to the insulin pump had a crack and won't tighten also the belt clip broke. Customer stated that the high blood glucose was due to pain and medicine from food poisoning and dental work. Customer cannot troubleshoot due to the insulin pump not being able to turn on from the damaged battery cap. Customer stated that there was a crack going down the middle of the battery cap. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.